Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 144-ms2 went offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer replaced the drawer board on auxiliary drawer 7.2, which had been preventing the station from booting up, also identified a loose connection on main drawer 4.1 and reseated all connections, then tested the unit in hardware test application (hta) and had the customer confirm proper operation. The system functioned as intended after the field service engineer repaired the device.